Event description:
There was an allegation of questionable creatinine plus ver.2 results for 4 patient samples on a cobas integra 400 plus module. The customer questioned the high initial results which prompted them to repeat the samples. On (B)(6) 2025, the initial creatinine result was 151 umol/l. The repeat result was 108 umol/l. On (B)(6) 2025, the initial creatinine result was 100 umol/l. The repeat result was 62 umol/l. On (B)(6) 2025, the initial creatinine result was 139 umol/l. The repeat result was 95 umol/l. On (B)(6) 2025, the initial creatinine result was 98 umol/l. The repeat result was 74 umol/l.

Manufacturer narrative:
The analyzer serial number is (B)(6). The customer replaced the probes. The investigation is ongoing.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The qc recovery data provided was acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. The field service engineer (fse) found a faulty sensor which was prevented the low cleaning fluid alarm from triggering and replaced it. The service maintenance actions performed by the fse resolved the issue.